Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: root cause analysis: damaged problem verified: yes service actions performed: "fault confirmed error 200 ref 12 - replaced dual rf board. Full generator testing performed in accordance with manufacturer's requirements - all testing passed. Electrical safety test performed - all testing passed". UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that when turning on the device,user can see the below message on the led screen error 200, ref 12 (internal failure).